Event description:
It was reported that the device intermittently failed to power on and was powering on/off on its own. Physio-control's rep was at the customer site to do a device in-service when the issue occurred. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio's preliminary device eval verified the reported/observed failure. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.